Manufacturer narrative:
Additional information was received that it was a revision procedure done due to the ipg pocket bothered the patient. The pocket was relocated and the ipg was replaced per physicians preference. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.